Event description:
It was reported that a patient treated with avéli developed a seroma. The seroma was drained 16, 20, and 23 days after the procedure. The physician will continue draining and will recommend 24/7 compression. The physician did not respond to attempts to obtain additional information.